Event description:
The pt underwent a laparscopic surgery. She presented to the hosp's ER on 7/23/96, complaning of bleeding and discomfort. The ER dr removed a "cohen cannula" from the pt's cervix. The cannula had been left in the pt's cervix upon completion of the laparoscopy. Removal of the devices was under the direction of the dr's private scrub nurse.